Event description:
It was reported that the customer insulin pump will be replaced because of the scroll wrap. The customer's blood glucose level was 170 mg/dl. The customer will receive replacement insulin pump and will return current insulin pump. The customer was advised to check the version of her insulin pump to make sure it is version 3.0 or higher.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.